Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported noise could not be conclusively determined.

Event description:
During a follow up, noise was noted on the atrial lead and the intrinsic rhythm was below the programmed rate. The patient is stable and is being monitored.